Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v739070, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that stim was on at 0.70v and program 4. Other settings checked: program 1 at 1.10, program 2 at 1.40, program 3 at 0.85. The patient knew on 4 when she goes down she was peeing way more and when she goes up it's zapping her. Zapping started about 2 weeks ago. The patient was experiencing a shocking or jolting sensation. Since implant, sometimes it flitters for 8 seconds then doesn't. For 2 weeks "I am noticing it is constantly going off". The patient did not remember the how the programs were for her symptoms. Patient services worked with the patient to navigate the screen / synch/ then up and down a few times to see the highlight box. Patient services worked with the patient to become familiar with buttons and functions. Patient services had the patient turn stim off. Patient services tried to have the patient decrease stim on program 1 from 1.1 and was not successful. The patient wanted to activate program 1. The patient reported being on program 4 then back to 1 and synch to activate the program. The patient said it's really zapping her. Patient services had the patient decrease stim by pushing the minus to 1.05. Patient services asked the patient to keep pushing the minus until the patient was no longer uncomfortable. The patient got to.065/ and patient services had the patient stand, sit, walk to make sure it was comfortable in all positions. The patient reported it was better than before. The flittering then stops then kicks in and she can feel it in her area like a tight pull. It was recommended turning it down . The patient got to 0.60 and patient services had the patient wait till it kicked back on again. The patient could feel it flittering. It was comfortable at 0.60. The patient noted she's been turning it off because she kind of knows her intake. She knows if she has 12 ounces of fluid, I know within 45 minutes to an hour . She knows she had it turned off then turned it on. The patient had a feeling they were going to have to go back in: "I definitely know were going to need to go back in and change the pacemaker battery because when I was by him about 8 months ago he said there was 6 months left." The patient said there's a picture that shows the battery all the way down to the bottom. Patient services reviewed rectangle icon is patient programmer and circle is implant. The patient said it was the rectangle icon. Patient services reviewed it means her patient programmer batteries are low and recommended getting new alkaline batteries. The patient asked, with these different programs like she has it at 0.60 is that low? The patient was seeing her hcp (healthcare provider) on the 9th but wanted help changing to a different program. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).